Event description:
A physicist annual review of a toshiba fluorex imaging system showed a very high radiation reading of the maximum output of the fluoro function on all ma stations. Toshiba came in to work with our 3rd party and internal biomed on (B)(6) 2015. (Report was not received by our facility from physicist until end of june). Toshiba determined that ma calibrations were off by a significant amount and re-calibrated all. An mac (ma control board) was replaced in the system earlier in (B)(6) 2015 and calibration was completed at that time per toshiba published procedures. No cause for the miscalibration could be determined.